Manufacturer narrative:
(B)(4). Device evaluation: the lens was not returned to the manufacturer for evaluation as it was discarded by the account. Therefore, the product testing could not be performed and the reported complaint cannot be verified. A manufacturing process record review was performed; no associated deviation or non-conformity reports were found during the manufacturing record review. The lenses were released according to specifications. The complaint history search revealed no additional complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), model za9003 (20.5 diopter) was inserted into the left eye (os) of a female patient and had to be removed (cut out) during the same procedure/same day due to poor zonule support. It was reported that the incision was enlarged to remove the lens an anterior chamber lens was used as a replacement lens. It was noted that the patient is doing well, that there was no other medical or surgical intervention required and that there was no patient injury reported. No further information was provided.